Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during patient infusion. It was further reported that the expected time of therapy is 46 hours, however it took 64 hours to complete the medication. The device had been filled with 5-fluorouracil in saline to a total fill volume of 100ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.